Event description:
It was reported since cases of infection at the epidural catheter insertion site occur approximately once a month, the operator would like to confirm whether the product we are using together is properly sterilized. The event occurred during use and patient was harmed due to having an infection.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One new device sample was returned for evaluation, along with photos of the product. Visual inspection did not identify any defects of the device. According to the reports of sterilization, there were no issues during the sterilization process of this product identified through product history review. The reported issue was no table to be confirmed. A lot history review was performed and no nonconformances were identified.